Event description:
It was reported that the patient passed away due to an unknown cause. Upon investigation, episodes of undersensing were observed on the device. Technical support was contacted and the device was performing as programmed. There is no allegation that any abbott products caused or contributed to the patient's death. The device was explanted following the patient's death.